Manufacturer narrative:
Model number / catalog number: sc-2317-50, serial number: (B)(4), batch / lot number: 20562004 / 20775462, model / catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients scs was not providing pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients device heated up her spine which caused profuse sweating and burning sensation.

Event description:
A report was received that the patients scs was not providing pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.